Event description:
Manufacturer rec'd device tracking info indicating that intra-operative device diagnostic testing during generator replacement surgery, resulted in high impedance reading (specifics unknown), indicating potential device malfunction. Further follow up revealed that the high impedance condition existed prior to generator replacement surgery and did not resolve after generator replacement, indicating lead discontinuity as the likely cause of the high impedance. It was reported that the pt had not experienced any recent injury or trauma that may have damaged the ncp system and that the pt did not manipulate the device through the skin. Treating physician indicated that revision surgery is not planned at this time because the pt is seizure-free. Lead break is suspected. No serious injury was reported in conjunction with the high lead impedance condition.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.